Event description:
It was reported by service report that the pin that activates the latch fell out of the floor mount fastener rail assembly. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Floor mount fastener rail assembly.